Event description:
The customer reported being hospitalized for irregular heart beat and low blood glucose of 28mg/dl. Troubleshooting was performed. The customer stated that she bolused for food and didn't eat everything she bolused for, then her glucose level dropped and the ambulance took her to the emergency room. The customer stated that the sensor alarmed low at 78mg/dl when she was at 28mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Mfg. Report #1 of 2, medwatch report # 2032227-2011-01486. Mfg report # 2 of 2, medwatch report# 2032227-2011-01487.